Event description:
The following is based on a review of medical records provided by the patient's attorney: on (B)(6) 2010, - pt underwent repair of a hernia and small bowel obstruction. Pt experienced abdominal pain for several months and was diagnosed with a recurrence. On (B)(6) 2010, - pt underwent repair of recurrent epigastric hernia with the placement of a xenmatrix graft. On (B)(6) 2011, - pt admitted for abdominal pain. There was no indication of rejection of the mesh. Enhanced wbc counts. Pt was discharged on (B)(6) 2011. Pt admitted with colitis, elevated liver function tests, status post leukocytosis, fatty liver. CT revealed constipation, laxatives were administered. On (B)(6) 2011, - office visit, pt continues to have abdominal pain. Mesh explant planned. On (B)(6) 2011, - pt underwent excision of the xenmatrix graft. Inflammatory changes were noted surrounding the area of removal. Post explant cultures were taken of the graft, the results were negative. On (B)(6) 2011, - follow-up visit, doctor states pt is doing great, no signs of recurrence, no symptoms at all.

Manufacturer narrative:
A review of the pt medical records indicates that the pt had abdominal pain prior to and following the implant of the xenmatrix graft. During a subsequent hospital stay the pt discussed explant of the graft with his surgeon who was aware of the voluntary recall of the graft. The graft was explanted and sent for culture; the results were negative. Upon explant of the graft, inflammatory changes were noted. Inflammation is an anticipated potential complication with any prosthesis and is identified in the adverse reactions section of the IFU. A review of the manufacturing records was conducted. The results of this review indicate that the lot met all process control parameters and product specifications prior to release. Additionally, a complaint history was conducted revealing there have been no additional complaints of any type associated with this lot. The explanted graft was not returned a davol for evaluation. Based on the info available at this time, no definitive conclusions can be made, nor can it be determined at this time if the device caused or contributed to the problems experienced by the pt. If additional event info is obtained, a follow up MDR will be submitted.